Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device was not functioning and would ¿not do anything¿. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device made an unusual noise and had a sticky trigger. The assignable root cause was determined to be due to various worn electrical components and bearing deterioration from normal wear out. If additional information should become available, a supplemental medwatch report will be submitted accordingly.